Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to contact support again if any malfunction code appeared in the future, which was understood and acknowledged.